Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Received a report that the surgeon noted a fiber behind the iris at the completion of surgery. The fiber could not be removed and remains in the eye. Add'l info has been requested.